Event description:
It was reported that while using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that there was blood splatter or leakage from non patient. The following information was provided by the initial reporter: after sampling several tubes for the research laboratory, blood flowed very quickly into the tulip. Obligation to clamp and change device. The dmu is not available for expert examination, as it is contaminated +.

Manufacturer narrative:
The following fields have been updated with corrected information: d.3. Medical device manufacturer: bd caribe ltd. ¿ juncos pr / 00777 d.4 medical device catalog #: 364902 d.4. Medical device expiration date: 31-dec-2024 d.4. Unique identifier (UDI) #: (B)(4). Manufacturing location: bd caribe ltd. ¿ juncos pr / 00777 h.4. Device manufacture date: 10-mar-2022. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and another 12 by functional testing and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown . D.1 medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter that there was blood splatter or leakage from non patient. The following information was provided by the initial reporter: after sampling several tubes for the research laboratory, blood flowed very quickly into the tulip. Obligation to clamp and change device. The dmu is not available for expert examination, as it is contaminated +.